Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer had a motor position encoder error alarm in addition to the motor error alarm. Customer advised they were wearing the insulin pump during surgery. Customer advised they received the motor error alarm during the prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to verify the motor position encoder error alarm in the pump history or perform all functional testing including the displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarms. The pump was received with a slightly bleeding lcd glass, a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.